Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use of the 3 ml bd syringe with bd precisionglide¿ needle 25 g x 1 inch the needle was slightly bent and the hub was coming off the syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd received one sample from the customer facility for investigation. The sample was evaluated and a bent cannula was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Although bd was able to observe a bent cannula, an absolute root cause could not be determined for a cannula/hub separation. There are several root causes which could include assembly line has a 100% automated vision system that has the capability to detect clogged cannula. Cannula must be straight to pass clogged cannula vision test, or else it will automatically be rejected. Bent cannula will automatically be rejected in the production line. Bent cannula has an angularity of 7.92 degrees, shield will not be able to install on the assemble needle at shield loading station. In conclusion, bent needle will be rejected during assembly process by automated vision systems and will not go out of manufacturing facility. Non-conformance could have occurred out of manufacturing facility.